Event description:
High impedance was reported on one of the extensions. The patient was getting relief only on one side so all that had to be done was replace the extension. The device system was explanted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.